Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid 1.0 mg/day (unknown concentration) via an implantable pump. Indication for use was non-malignant pain. The date of the event was 2016. It was reported the patient had "lost sections of his life that he cannot even remember". The patient had a granuloma at the end of the catheter. A couple MRI's (magnetic resonance imaging) were done and found the granuloma. The pump had been turned completely off. The pump has medication in it. Per the patient, the hcp said a small amount may still be delivered. The patient was going to have an MRI in 6 weeks to check the granuloma and then the patient wants the pump explanted.

Manufacturer narrative:
(B)(4) is no longer applicable to the event and has been updated to (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient had an MRI of the lumbar spine without contrast on (B)(6) 2016. Signs and symptoms were postlaminectomy syndrome. The patient experienced high lower back pain with pain radiating down both legs and numbness/tingling in both legs with the left being worse than the right. The patient had right leg weakness with frequent falls. Findings were the alignment was normal. Vertebral bodies; status post posterior laminectomy l4-l5. Disc spaces: there was severe intervertebral disc space narrowing l4-l5 and l5-s1. The conus terminates at the l1 level. No epidural or paraspinous fluid collection is appreciated. At l1-l2 mild facet hypertrophic change. At l2-l3 facet hypertrophy with some fluid in the facet joint on the left side. Mild canal stenosis. Mild bilateral foraminal narrowing slightly greater on the right left. At l3-l4 postlaminectomy. Canal stenosis. Facet hypertrophic changes. Mild right and moderate left foraminal narrowing. At l4-l5 postlaminectomy. F facet hypertrophic changes mild left foraminal narrowing. Impression: the level degenerative changes throughout the globe bar spine with post surgical changes in the lower lumbar spine. Degenerative changes most pronounced at l2-l3 facet hypertrophy with some fluid in the facet joint on the left side. Mild canal stenosis. Mild bilateral foraminal narrowing slightly greater on the right left. At l3-l4 post laminectomy canal stenosis facet hypertrophic changes. Mild right and moderate left foraminal narrowing. The patient had an MRI of the thoracic spine without contrast on (B)(6) 2016 for evaluation for possible granuloma at the pain pump catheter site. Signs and symptoms were noted as post laminectomy syndrome. The patient experienced high low back pain with pain and numbness/tingling radiating down both legs. The patient had right leg weakness with frequent falls. The findings were a marker had been placed at the level of the t5-t6 intervertebral disc space posteriorly. The bones of the thoracic spine are in anatomic alignment. An intrathecal pain pump catheter is present with the tip extending superiorly to the t9-t10 inter vertebral disc level. There is a t2 hypo intense collection at the tip of the catheter which shows mixed signal intensity on t1. This most likely represents a granuloma at the tip of the catheter. Incidentally noted is distortion of the cauda equine at the entry level of the intrathecal pain pump device at the inferior margin of the study. This appears to be at the l1-l2 level. There is under segment patient of the upper thoracic spine at the t3-t4 level with a rudimentary t3-t4 disc and partial fusion of the t3 and t4 vertebral bodies. There is a levoconvex curvature of the thoracic spine. There is preservation of vertebral body heights and intervertebral disc spaces, otherwise. The marrow signals within normal limits. No epidural or paraspinous fluid collection is appreciated. The visualized paraspinous soft tissues are within normal limits. At t4-t5 there is a left central focal disc protrusion indenting anterior thecal causing mild central canal stenosis without significant neural foraminal narrowing. At t9-t9 there is left central /subarticular disc protrusion indenting the anterior thecal sac causing mild central canal narrowing. There is no significant neural foraminal stenosis. Impression: under segmentation at the t3-t-4 level with partial bony fusion and a rudimentary t3-t4 disc. There is a levoconvex scoliosis of the upper thoracic spine with the apex at t3-t4. Moderated disc degenerative changes at t4-t5 and t8-t9 causing mild central canal stenosis without significant neural foraminal narrowing. Intrathecal pain pump device which appears to enter the central canal at the l1-l2 level with the tip resting at the t9-t10 intervertebral disc level. There is a granuloma at the tip of the catheter. The cause of the granuloma was not determined. The granuloma had not resolved as of (B)(6) 2016. The patient had chosen to find a new pain doctor. The new doctor was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.